Event description:
It was reported that there was a break in the unit's insulation.

Manufacturer narrative:
Two units have been implicated in this event, an additional initial medwatch report will be submitted for the second unit. Additional information will be provided once the investigation has been completed.